Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have noticed that reservoir compartment was broken and reservoir was missing.. Customer does not know how damage occurred. Customer's blood glucose was over 600 mg/dl. Customer was advised that insulin pump would need to be replaced.